Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing found foreign material protruding from the air/water nozzle. The material was a black rubber-like matter which did not originate from the endoscope. In addition, the adhesive of the light cover glass and optical cover glass was worn, the adhesive at the distal end was worn, the up/down angulation was out of specification and loose, the air and water channels were blocked, water flow and removal were out of specification, and the scope did not pass electrical safety tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel was blocked during reprocessing. The device was returned to an olympus service center for evaluation. During inspection of the device, foreign material was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to be a piece of injection tube or silicone rubber product, etc. Entered the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): operation manual: preparation and inspection: inspection of the endoscope: inspect the a/w nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, and inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.